Event description:
The customer obtained a falsely high troponin I result on a patient sample. Based on the elevated troponin I result, the patient underwent cardiac catheterization. The results of the procedure were normal and there was no report of patient harm as a result of this event.